Event description:
It was reported that the physician's handheld was freezing. The screen would freeze at the interrogation screen not allowing the user to choose the option "interrogate device". It was also reported that the handheld would take a long time to interrogate and sometimes freeze at the interrogating screen. The handheld was fully charged and batteries were changed on the handheld. Only the handheld was replaced which resolved the reported events. Communication errors were ruled out as replacing the handheld and using it with the old wand gave no further issues. Product analysis is pending on the returned handheld.